Event description:
It was reported that the customer had a problem with 2 disposable cassettes. The blue clamp had a broken during the job of getting air out the cassette. On cassette number 2, the customer was very careful and was nowhere near the clip when it snapped. The cassette has then become unusable, and the customer have had to transfer the contents to a new cassette. A day earlier the customer discovered that there had been a hole in the hose on top of the cassette. The customer things the edges that support the hose are very sharp that indicates that they were the ones that poked holes in the hose. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information has been provided to date.

Manufacturer narrative:
Other text: while performing a review of additional information provided by the customer, there was no patient involvement, given this new information a risk assessment was performed there was no patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. File (B)(4) is no longer considered reportable, please disregard any reports associated with it.